Manufacturer narrative:
(B)(4). Physio-control evaluated the device at the failure analysis center and determined the cause of the failure was an inadequate connection between a plug, designator p504, and a pcb mounted jack connected, designator j504 on the analog pcb assembly. The customer was provided with a replacement device.

Event description:
It was initially reported that the device had an illuminated service wrench icon. There was no report of pt use associated with this event. Upon further eval, it was observed that the device could lose power intermittently.